Event description:
A pump alarm was reported during the cartridge loading process, which prevented successful insulin delivery. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with assistance from technical support, but the alarm persisted. Consequently, a replacement pump was ordered, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support guided the customer on returning the faulty pump using a pre-paid label, and the customer agreed to complete the return process.